Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician observed that the generic board of the occluder had a broken solder joint at q2, which is the part of the board responsible for the red light emitting diode (led). Due to the damage only the yellow and green led would light up. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The fsr found that the occluder module led was constantly green, meaning that the red led must be burnt out. He replaced the occluder module. The unit operated to the manufacturer's specifications. The suspect device was sent back to the manufacturer for further evaluation.

Event description:
The field service representative (fsr) reported that during field service installation of the device, the red light emitting diode (led) of the occluder module was burnt out. There was no patient involvement.